Event description:
It was reported that while opening the sterilization charging case for the scrub nurse to retrieve the sterile batteries, the staff member received a burn to her arm. At the time of occurrence, this staff memeber was wearing a bracelet which came in contact with the sterilization case contacts on the bottom surface. At this time, the degree of burn and the status of the staff member is unknown.

Manufacturer narrative:
Investigation findings: an evaluation was unable to verify the reported problem as the product was not returned to conmed linvatec, for investigation. A review of complaint history for this product shows no similar events since release of this product in 2002. The instruction manual warns against this type of event "do not short circuit the sterilization charging case contacts or allow them to come in contact with metal objects. This could cause a shock or burn injury, damage the battery pack and/or the charger".